Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-19362). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that patient was lost to follow-up and presented for check up. The device was not able to be interrogated. It was noted that the patient had received a notification alert prior and was not remotely transmitted. Merlin records showed an excessive battery discharge. Device was explanted and replaced. Patient was well post-procedure.